Event description:
Customer reported that the insulin pump's battery life was shorter than three days. Customer reported that the battery cap has recently been replaced, but this issue persists. Blood glucose level was 104 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.